Event description:
Arterial line waveform went flat and alarmed. Team went to bedside and saw safeset tubing had come apart. Able to immediately clamp line and replace safeset at the arterial line connection. Defective safeset. The safeset came apart at a junction that is normally unable to be manipulated.